Event description:
It was reported the patient's pump has never given him therapeutic effect. It was also reported the catheter was broken and in the spine. It was unknown where the catheter had broken or when it occurred. The patient had been going in for medication refills but it still had not given any benefit. The patient was scheduled to see a neurologist in 2009. The drug used in the pump was dilaudid (dose and concentration unknown).